Event description:
Subsequent information received from the affiliate noted the restenosed stent implanted in the right coronary artery (rca) was a non-abbott promus stent. The patient presented with stable angina. The procedure was completed using a non-abbott stent. No additional information was reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the anatomy. The customer reported the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The promus is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a coronary artery procedure, the 3.5x18mm xience xpedition stent was advanced, but could not get inside the implanted restenosed promus stent. An attempt was made to remove the xience xpedition stent delivery system and stent, but it caught on the implanted stent, and the xience xpedition stent dislodged and migrated. Attempts were made to locate the dislodged stent, but it could not be found in the anatomy. The procedure was reported as prolonged and the delay significant as additional radiation was used to attempt to locate the stent. No additional information was provided.